Manufacturer narrative:
(B)(4). Date sent 2/21/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: staple line lockstitch reinforcement decreases clinically relevant pancreatic fistula following distal pancreatectomy: results of a propensity score matched retrospective analysis authors: feng tian, ming-jie luo, meng-qing sun, jun lu, bo-wen huang and jun-chao guo citation: front. Oncol. 12:999002. Doi 10.3389/fonc.2022.999002 the aim of this retrospective study was to review whether staple line reinforcement with continuous lockstitches would lead to decreased grade b and c pancreatic fistula in patients undergoing distal pancreatectomy. Between august 2016 and february 2021, a total of 153 patients who underwent distal pancreatectomy (dp) with or without splenectomy for either benign or malignant neoplasms, were included in the study. These patients were divided in two groups according to the closure style of the pancreatic remnant: lockstitch reinforcement of the staple line (study group; n=89) and no reinforcement (staple only - control group; n=64). After psm, a balanced cohort was created with 64 patients in each of the study and control groups, with 48 male and 80 female. A 60-mm stapler with different heights (powered echelon flex stapler from johnson & johnson medical company, USA) was used for pancreatic transection. The frequently chosen stapler height was 3.6 mm, whereas a 2.6 mm height was chosen when the targeted parenchyma was particularly thin. In the study group, 5-0 prolene (ethicon, somerville, nj, USA) was used to perform lockstitches, with a needle gauge of approximately 5 mm, and was pulled tightly according to various thicknesses and firmness of the pancreas. Reported complications include - biochemical leak (n=83) treatment: not reported - postoperative pancreatic fistula grade b (n=28) treatment: 27 patients needed persistent drainage>21days (delayed removal of the surgical drainage), whereas no surgical, endoscopic, or radiological intervention were required. Only one patient needed percutaneous puncture due to intra-abdominal fluid and fever. - peripancreatic fluid accumulation with fever (n=1) treatment: requiring reintervention - infections (n=4) treatment: which were treated with antibiotics - chylous leakage (n=3) treatment: treated via fasting - transient hemoglobin decline (n=2) treatment: treated conservatively in conclusion, compared with the use of stapler alone, staple line lockstitch reinforcement for remnant closure during distal pancreatectomy could reduce the popf rate. Further multicenter randomized clinical trials are required to confirm these results.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2025. Corrected data: h1. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.